Event description:
It was reported that the user was advised to perform a factory reset of the ilet due to repeated meal announcements being used as correction, and the agent guided the user to disconnect the pump from the body and complete the reset while waiting for a dexcom g7 sensor to pair before adding weight. Symptoms included hypoglycemia with a reported glucose value of 45 mg/dl, which the user treated with oral glucose juice. Outcomes included user self-treatment of the low without the need for medical intervention. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed that a factory reset and re-learning sequence were indicated due to usage patterns and that the user would proceed with cgm pairing prior to restoring individualized settings. It was concluded that device function could not be fully assessed without post-reset operational data and that user education on proper use was reinforced.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.